Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: yellow particles in shell and weight to the spec. Additional analysis was performed which identified: gel cloudy and bubbles in gel after the autoclave cycle .based on the device analysis the final assessment is: no issues found related with the manufacturing process. Intact and functional. No were observed openings on the device or issues related with the complaint (rupture). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii-IV further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture diagnosed by ultrasound and MRI as well as capsular contracture baker grade iii-IV. There was no visible implant damage. Device was explanted.